Manufacturer narrative:
Reference: CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required explant of the device after approximately seven months post implant. The device was not returned for evaluation. Based on the available information, the root cause of the plv was likely due to patient related factors and procedural factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported through the implant patient registry that a 25mm mitral valve, implanted for 7 months and 22 days, was explanted due to a large pvl. A 27mm replacement valve was implanted. Per obtained medical records, the patient was diagnosed with group b streptococcal endocarditis, severe mr, and a large mitral valve vegetation at her initial surgery for the 25mm valve. During that surgery, a small perivalvular abscess was identified and debrided. The posterior leaflet was partially resected and the remaining posterior leaflet was detached from the annulus and used to bolster the area where the annular abscess was located. Post-operatively, the patient developed chb after surgery and underwent implantation of a dual-chamber pacemaker two months later. The patient completed a course of IV antibiotics and recovered. During the explant procedure of the 25mm, the valve was inspected and a large perivalvular leak defect was discovered at 6 o'clock. It was noted that there was no gross evidence of prosthetic valve endocarditis. There was a left ventricular pseudoaneurysm that was underneath the posterior leaflet at 4-5 o'clock. Her postoperative course was complicated by atrial fibrillation that required an ep consult and synchronized cardioversion. The patient was discharged in stable condition on post-operative day 11.